Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the rotablation procedure was to treat a moderately calcified, mildly tortuous, de novo lesion in the left anterior descending (lad) artery. Post completion of a rotablation procedure, a perforation was observed. A 2.8x19mm graftmaster covered stent was advanced but could not cross the perforation. The covered stent was removed and another 2.8x19mm graftmaster covered stent was implanted to successfully seal the perforation and achieve hemostasis. There was no adverse patient sequela. No additional information was provided.